Event description:
It was reported to dist customer svc rep that a ceiling mounted exam light had fallen and struck a dr in the head. No injury other than minor bruising was reported and the dr required no treatment. Initial evaluation by the bio-med dept at the facility as well as evaluation conducted by tech staff indicates that the retaining clip holding the bushing on the transformer housing fell or broke off allowing the light to fall. The device was returned to dist and will be returned to the MFR for further evaluation. Device is 3 yrs old.